Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that noise was detected as vf, but no therapy was delivered for this episode. The patient had a real vf episode that was not converted. A slightly high threshold was also noted. The lead was explanted and replaced.

Manufacturer narrative:
A partial lead measuring 48.5cm was returned for analysis. Internal insulation abrasion was noted at 12.2-13.4cm and 16.1-16.6cm from the distal tip electrode. The etfe coating was intact at these locations.